Event description:
The following has been reported: nurse reported: issue with a blood cassette, it completely started leaking through. No sample or lot # available. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.